Event description:
A literature article described a retrospective analysis between 2018-2024, from a database with 287 colorectal procedures. The data of 12 consecutive patients who underwent da vinci-assisted elective splenic flexure resection for splenic flexure cancer (sfc) with curative intent were included in the study. Of the various complex surgical approaches to splenic flexure cancer resection (e.g. Left hemicolectomy, subtotal colectomy) the study aim was to compare short-term safety and feasibility outcomes of robotic-assisted vs. Laparoscopic minimally invasive approaches. Of the 12, one patient required conversion to open laparotomy; the rationale for the conversion was not provided. Reintervention was required due to post-operative laparotomy wound dehiscence. This patient experienced pulmonary failure, which led to death 43 days post-surgery. The designated author responded to requests for additional information confirming that there were no specific da vinci device malfunctions nor any complications related to the da vinci system, indicating no relationship to the da vinci procedure. No additional information was provided regarding the patient¿s post-operative course, comorbidities, or the timeline of the pulmonary failure.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. The author confirmed that there was no malfunction nor any complications related to the davinci system. A review of the event performed by an intuitive medical safety officer (mso) concluded that this article described a pulmonary related death 43 days after a da vinci colorectal procedure. No allegation has been made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event. Citation: monsellato, I., gatto, t., lodin, m., sangiuolo, f., palucci, m., del basso, c., giannone, f., & panaro, f. Robotic splenic flexure cancer resection: technique and short-term outcomes. Minerva surgery. 2024; 79(6); 607-615 https://doi.org/10.23736/s2724-5691.24.10477-7 section a2: the age reported represents the mean age of the study: 70 +/-11.1 years. Section a3 gender: the specific gender for this patient was not provided. Of the 12 patients involved, 6 were female and 6 were male. Section b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used.